Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The permanent cautery hook (pch) instrument was found to have a broken pitch cable at the distal end. Please note that this is the new design, and the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a hook cord on the permanent cautery hook (pch) instrument broke inside of the patient at the articulate point on the instrument. An x-ray was obtained prior to closing. The procedure was completed with no reported injury. Intuitive followed up with the customer and obtained the following additional information: the customer provided an intuitive surgical, inc. (Isi) complaint reporting checklist (crc) which was filled for the reported incident. The reported issue was confirmed to have occurred on (B)(6) 2024 during a hysterectomy procedure. The customer reported no harm to the patient as a result of the issue and the procedure was completed utilizing a back-up da vinci instrument of the same kind with no surgical procedure delay. However, it was unknown if anything fell into the patient during the event. Patient demographic information associated with the incident was additionally provided.